Event description:
It was reported that a patient underwent a myomectomy procedure on an unknown date and suture was used. The needle was broken at the tip during use. The broken tip was removed during the same procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
It was reported that procedure was between (B)(6) 2012 and (B)(6) 2012. The exact date was not provided. It was also reported that during the procedure, the needle was grasped at the needle tip. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dm2795, mfg date: 11/01/2011, exp date: ni. Batch dp2080, mfg date: 12/01/2011, exp date: ni. Batch ea2203, mfg date: 01/01/2012, exp date: ni.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.